Manufacturer narrative:
(B)(4). H6: health effect - clinical code - e1613 intervertebral disc compression or protrusion.

Event description:
It was reported via sprinklr that an alert/notification settings issue occurred. On approximately on (B)(6) 2025, the patient reported that their device did not warn them that their blood sugar was low. It was reported that they were on the way to the kitchen and due to an unspecified event, they broke their finger, hit their head that resulted in herniating their neck discs. They stated they were in constant pain and did not provide further event details. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR a correction is required.